Manufacturer narrative:
The reported event of a stretched helix was confirmed, while the reported events of device dislodgment, high impedance, capturing problem, and connection problem were unconfirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including impedance test and output verification, found no anomaly contributing to capture or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited high pacing impedance during the first mapping attempt on (B)(6) 2025. The second attempt showed acceptable impedance measuremnts, but a slight increase ocurred during fixation. Measurements looked acceptable again after tether mode and deflection test. Threshold slighlty increased after separation from the delivery catheter. An attempt was made to retrieve the lp but was unsuccessful. Physician decided to keep the lp in place with high outputs programmed due to patient's life expectancy. The lp was found dislodged into the pulmonary arteryon (B)(6) 2025. The lp was retrieved but helix was found to e stretched. A new lp was implanted. Patient was stable.